Event description:
It was a reported that a patient underwent cardiac ablation procedure that included thermocool smarttouch ef catheter. The patient experienced pericardial effusion that required ICU admission and eventually a pericardiocentesis. Description of health hazard: it was reported by the caller that the patient suffered a pericardial effusion. This was discovered during a standard post-ablation ultrasound check with intracardiac echocardiography (ice) imaging (confirmed through 8fr soundstar). The patient did not have symptoms. The patient is currently being monitored- no intervention at this time. The patient is stable. Physician's opinion on the cause of the adverse event was reported as "it was a difficult transeptal" and the physician believes the first transeptal puncture may have led to the effusion. Versacross needle (non biosense webster product) was used for transseptal puncture. Ablation was performed prior to noting pericardial effusion. The effusion was discovered post ablation. There was no evidence of steam pop. Irrigation catheter flow settings: 8/15 per instructions for use (IFU), low wattage used (25-30w used for the procedure). No error messages observed on biosense webster equipment during the procedure. Patient is hemodynamically stable at this time. No pericardiocentesis was performed. No tube was left in place. No evidence of effusion present before the procedure. Patient was admitted to the ICU. Other bwi products: soundstar, octaray, decanav. Adverse event was discovered after the procedure was finished. Patient recovered. The patient did require extended hospitalization because of the adverse event. "Pericardilties" was performed 1000cc of frank blood removed. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot: 31049664l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician's opinion on the cause of the adverse event was reported as "it was a difficult transeptal" and the physician believes the first transeptal puncture may have led to the effusion. Versacross needle (non biosense webster product) was used for transseptal puncture. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).